Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A literature article was reviewed: "anterior hybrid decompression and segmental fixation for adjacent three-level cervical spondylosis". Qunfeng guo ¿ bin ni ¿ fengjin zhou ¿ xuhua lu ¿ jian yang ¿ jinshui chen ¿ yang yu ¿ liang zhu arch orthop trauma surg (2011) 131:631¿636. N=5 mesh cage subsidence.

Manufacturer narrative:
Product complaint # ==> (B)(4).